Manufacturer narrative:
According to the facility "air (is) being introduced into their manifold". Per the facility "at the connection point on the pressure tubing, the luer lock is causing excessive air (to be) introduced into the system". Per the facility "small/minor air was injected into a patient without any harm occurring to the patient". Per the facility prior to injection the staff are needing to "flush manifold and retry" to prevent air from being injected into the patient. A sample has been requested for evaluation. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "air (is) being introduced into their manifold". Per the facility "at the connection point on the pressure tubing, the luer lock is causing excessive air (to be) introduced into the system".